Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black had separated from inside of the cysto-nephro videoscope. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. According to the investigation, the device bending section rubber was blown out and had a third-party component. The most probable cause of this reported issue was expected or random component failure without any design or manufacturing issue. In addition, the most probable cause could also be traced to the user not following the manufacturer's instructions, due to maintenance problems identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.